Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat the distal pl branch of the rca. After the positioning of the guiding catheter and the guide wire, the physician tried to advance the resolute integrity stent into the previously stented right coronary ostium. Resistance was encountered advancing the device to the target lesion. The device could not be advanced and the physician felt a great resistance while pushing the stent. When the physician pulled the delivery system back the stent dislodged and embolized in aorta. Both left and right arteries were checked, however the dislodged stent could not be located. The procedure was concluded with poba of the distal portion of the right coronary artery, performed with two semi-compliant balloons. The stent had been inspected after removal of the protective sheath with no abnormalities noted. The patient's condition after the procedure was good and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: caused by another drug/device (resistance was felt in the area of the previously deployed stent and the device was unable to advance). Failure to follow instructions (force used in an attempt to advance the device). Inherent risk of procedure (stent embolism). Evaluation conclusions: another device caused failure (resistance was felt in the area of the previously deployed stent and the device was unable to advance). User error contributed to event (force used in an attempt to advance the device). Known inherent risk of procedure (stent embolism).